Event description:
Customer reported missing images until system was rebooted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gib and ffb boards. System operates as intended.